Event description:
Device malfunction: unk. Time of symptoms/ae: after the procedure. Symptoms/ae: bleeding/infection requiring intervention. This was noted through a periodic article review that assessed management of vascular complications following femoral artery catheterization with and without percutaneous arterial closure devices. The literature describes a total pt study over an 18 month period. Some pts had vessel closure using a percutaneous closure device, some of which were perclose devices and some were competitor's devices. The article reports complications of bleeding, thrombosis and infection, which required surgical drainage and device removal. The article did not identify which of the following event(s) were attributed to the perclose device. One pt experienced a pseudoaneurysm treated with surgical repair. Three thromboses were treated with thrombectomy and vein patch angioplasty. Most of the infection events required arterial wall resection/recontruction. One pt had permanent disability after multiple surgeries and a failed flap for management of a groin infection requiring bypass grafting after a failed thrombectomy. No additional info is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Literature search article: annals of vascular surgery 2002; 16:597-600 written by jeffrey s. Wilson, md, titled "management of vascular complications following femoral artery catheterization with and without percutaneous arterial closure devices." The device was not returned to abbott vascular for analysis; therefore, we were not able to perform device analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. The other two perclose devices mentioned are being reported under the same MFR report#.